Event description:
The hosp reported that at the completion of a double coronary artery bypass graft procedure, the last two loops didn't unravel completely during removal process. For the first graft, the seal was removed without damaging the anastomosis. For the second graft the seal tore the aorta. The surgeon sutured the tear and completed the procedure without any further issues. No additional pt complications were reported by the hosp.